Event description:
Case #:(B)(4). Case subject: npi 8100 bolus error account name: (B)(6) account #: (B)(6) asset name: 8100bd pump module v9.33.0.50 contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) patient or user involvement: no patient or user harm: no case description: 8100 sn:(B)(6) customer wanted to know why he was getting a bolus error. Failure device type: failure problem type: failure mode: case resolution: bolis ail limit / flow block alarm\ I explain to the customer that he needed to replace his test sets and check to make sure that the shears are not bent or cracked. The customer checked and said that it looked ok. Then I had the customer to replace the test line. When he changed the test line the 8100 was able to run without the bolus error code. The customer said thank you and the call was ended.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Technical support performed troubleshooting over the phone to determine the customer reported issue of wanted to know why he was getting a bolus error. Technical support - bolis ail limit / flow block alarm\ I explain to the customer that he needed to replace his test sets and check to make sure that the shears are not bent or cracked. The customer checked and said that it looked ok. Then I had the customer to replace the test line. When he changed the test line the 8100 was able to run without the bolus error code. The customer said thank you and the call was ended. The customer reported problem was confirmed.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 sn: (B)(4) customer wanted to know why he was getting a bolus error. Case resolution: bolis ail limit / flow block alarm\ I explain to the customer that he needed to replace his test sets and check to make sure that the shears are not bent or cracked. The customer checked and said that it looked ok. Then I had the customer to replace the test line. When he changed the test line the 8100 was able to run without the bolus error code. The customer said thank you and the call was ended.